Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022 after taking a pcr test which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional information: g3, g6, h2 and h6. Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 175116 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/195-260 / lot 175116 and device part number 195-430h / lot 171772. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 175116 showed that the complaint rate is 0.002%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.